Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and blank display from the insulin pump. The customer's blood glucose reading was 406 mg/dl. The customer treated with manual injections. The customer stated that the display was not blank less than 30 seconds. The customer stated that the display is currently blank. The customer was advised that a battery out limit alarm will occur right after the pump rest. The customer was advised to check if battery is aaa alkaline battery. The customer stated that the battery in use is (b)(6. The customer was advised to insert new (B)(6) aaa alkaline battery. The customer stated that the display did return. The customer stated that the pump's casing is cracked. The customer stated that the crack is on the outer battery compartment area above the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement